Event description:
It was reported that the patient¿s m106 device was programmed from a duty cycle of 44% to 35% (30sec/1.1min) and auto stimulation was added. The patient then began having an increase in seizures along with vomiting. The seizures and vomiting had occurred previously in the patient's medical history however these symptoms had not occurred recently. No additional relevant information has been received to date.